Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. On unreported dates, the patient was treated for the peritonitis with cephalosporin and vancomycin (doses, frequencies, and routes not reported). On an unreported date, the patient was retrained in aseptic technique. At the time of this report, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4) (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.